Event description:
The pt experienced high impedances and lack of effect following implantable neurostimulator replacement with a custom made adaptor (please see mfg. Report # 2182207200901797). After replacement of the adaptor, the pt's symptoms were improved, but suddenly worsened. The surgeon replaced the preexisting extensions. The surgeon was unable to remove the extension (the male end of the custom made adaptor) from the battery. The battery and existing extension were replaced. One of the new extensions and rechargeable implantable neurostimulator were implanted, impedances were normal. After replacement, the pt seemed to be doing better.

Manufacturer narrative:
.